Event description:
A customer reported experiencing a low blood glucose event earlier in the day, with the lowest level recorded at 38 mg/dl. The customer drank orange juice and consumed peanut butter and crackers to address the low blood sugar. The customer did not activate the control-iq feature on their ciq software and used a backup tandem pump due to a malfunction of their primary pump a day earlier. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.